Event description:
It is reported the pt underwent bi-lateral total knee arthroplasty in 2003. Post-op the pt experienced pain. In 2006, the right knee was revised due to the pegs on the patella shearing off.

Manufacturer narrative:
Evaluation summary: probable cause cannot be determined. No device or x-rays were returned for evaluation. Device history records are intact, conforming and indicate manufacture to specification.